Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.concomitant medical products : 4024-58 lead, implanted (B)(6)1997. (B)(4).

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were exhibiting high thresholds and low impedance measurements. Both leads were capped and replaced. No patient complications have been reported as a result of this event.